Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the entire system of an angio-seal evolution device pulled out (anchor and collagen). It was reported that the user felt that the device deployed appropriately, however the collagen did not deploy. The blood loss was less than 250cc. Hemostasis was achieved by manual compression. The patient was reported to be stable.

Manufacturer narrative:
One 6fr angio-seal evolution was returned for evaluation. One carrier tube assembly with handle was returned mated with the hemostasis sheath. The device was in full rear lock position but tamper tube had not been released and the anchor and collagen hung distally from the portion of the suture outside the device. The collagen appeared to be partially tamped with brown discoloration. The carrier tube assembly had a cut on the monofold feature as can be seen in the attached pictures. The button of the device was soft in the out of park position. Based on the returned device and the complaint information provided, it is likely that the event describes a non-deployment pullout. The cuts on the sheath are likely manual in nature and appear to be carried out after the device was outside the patient. The absence of blood and moisture on the collagen and out of park position of the gearbox support this observation. Based on the evaluation performed, the complaint could be confirmed for pullout. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 7/6/2018: the procedure being performed was a left heart catheterization (lhc). A 6fr procedural sheath was used and there was no issue with arterial access. A pre-deployment angiogram was performed. Insertion of the angio-seal was normal but deployment/withdrawal was the problem.